Event description:
The screwdriver shaft snapped at the end during a case while the doctor was tightening the screw. The doctor said he applied some pressure to tighten the screw and the end of the shaft snapped off. The doctor was able to retrieve the broken fragment and it was discarded. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation of the complained screwdriver shows that one holding blade is broken off due to mechanical overloading during use. We presume that the screwdriver was used in a slanting direction, as a result of which the force load was unevenly distributed. It is possible that simply too much force well beyond its calculated design to the performance was applied during its usage. No product fault could be detected. The complaint was determined to be invalid.